Event description:
It was reported that the patient came in for an evaluation was due to clinical changes observed by care givers during a normal refill cycle. The patient was admitted to the intensive care unit with unspecified symptoms of withdrawal. The pump needed to be replaced as soon as possible due to reset, low battery and safe state alarms noted to have occurred in late 2008. The hcp reported that the pump was not alarming. The pump was updated on the date of this report from minimum rate (13.3 mcg/day) simple continuous (usual dose of 800+ mcg/day). Shortly after the reprogramming, another reset occurred the next day. The hcp was again able to reset the pump to the desired dose. The patient had been at home the previous day and was not aware of any electromagnetic interference that may have caused the pump to reset. The pump was replaced 2 days after the original reset occurred. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.